Manufacturer narrative:
The reported events of unacceptable threshold, low pacing impedance and insulation damage were not confirmed. A complete lead was returned in one piece. Visual, x-ray examination and electrical testing of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited low impedance, high capture threshold and insulation breach. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2024. No patient consequences was reported.